Event description:
It was reported that the patient received shocks for apparent sinus tachycardia. It was also reported that there was undersensing of p waves. The atrial sensitivity was adjusted and the device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2008, 4195 implantable pacing lead (B)(6) 2008. (B)(4).